Event description:
Patient presented with an increase in break through seizures and had to be seen in clinic multiple times. The patient's physician tried to adjust multiple medications, but there was no relief. The patient received a prophylactic generator replacement. The explanted generator has not been received by product analysis to date. No other relevant information has been received to date.

Event description:
Explanted generator was received and underwent product analysis. The electrical tests performed in the pa lab found that the generator was at an ifi = no condition. The battery voltage was measured at 2.977 volts, and the memory locations on the generator indicated that 63.548% of the battery had been consumed. The device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. There were no performance or any other type of adverse conditions found with the pulse generator, and the pulse generator performed according to functional specifications. No other relevant information has been received to date.

Manufacturer narrative:
H6 evaluation codes, corrected data: follow-up report #1 inadvertently forgot to list applicable codes.